Manufacturer narrative:
Zimvie complaint number (B)(4). G4: additional PMA/510(k) number k101880. H6: additional h6- patient codes: 1932: inflammation.

Event description:
It was reported that the retaining screw at tooth site #19 was removed due to infection. Patient returned to office in severe discomfort. Tissues inflamed around implant. Infection present, patient did not want to take antibiotics. Implant was removed.symptoms: pain and inflammation, discomfort.